Event description:
It was reported that during central processing, a melted distal tip was noted on the permanent cautery hook. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during sterile processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿melted distal tip¿. During visual inspection the instrument was found to have thermal damage at the tip. The sealant at the base had melted causing the cautery insulator to separate from the base and to rest on the tip of the hook. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting distal clevis and removing conductor cap. The conductor wire was not broken a was still attached to the yaw pulley. A visual inspection revealed the instrument had thermal damage to the distal pulley and the root cause is attributed to the device design. A visual inspection also revealed the instrument had thermal damage to the distal clevis. The root cause was attributed to mishandling/misuse. Additional observations not related to the customer reported complaint were also observed. The idler pulley had indentations/burrs. The instrument was found to have a broken idler pulley at the base of the distal clevis on the face. The root cause was attributed to mishandling/misuse. A review of instrument log was performed. Per the review, the permanent cautery hook instrument (part #470183-14 / lot #n11191119 0018) was last used on (B)(6) 2022 on system (B)(4). The instrument has 3 uses remaining after the last use. The instrument has a maximum of 10 lives. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that the permanent cautery hook (pch) instrument exhibited signs of thermal damage to the distal clevis. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.